Manufacturer narrative:
The serial number of the c 303 analyzer was requested, but not provided. The field service engineer determined the wash unit was leaking. The engineer fixed the issue. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged discrepant creatinine plus ver.2 assay results for 2 patient samples tested on a cobas c 303 analytical unit. No units of measure were provided. The first sample initially resulted in a creatinine value of 8.88 and it repeated as 0.98. The second sample initially resulted in a creatinine value of 5.45 and it repeated as 0.689.

Manufacturer narrative:
During the visit from the engineer, the rinse tubing assembly was replaced. Test runs and quality controls were performed and the device was found to be working properly. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.